Event description:
ICD system explanted due to vegetation on the patient's mitral and tricuspid valves, as well as on the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).